Event description:
It was reported that prior to the procedure, when the fiber was connected to the console a message was received stating the fiber was not recognized. The fiber was replaced, but the debris shield was not. The procedure was completed using the second fiber without any patient complications. Analysis of the returned fiber identified a fiber fracture within the connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the device was thoroughly analyzed. Visual inspection of the fiber identified the fiber was received in one piece with no defects to the fiber body. Microscopic inspection identified the tip was in good condition. However, an internal connector facture was identified. Functional testing of the fiber identified the aiming beam was dim and round. It is probable that the fracture within the connector occurred during procedural handling of the fiber during setup or use. The instructions for use (IFU) states to hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return to the supplier for replacement. Based on analysis results, a probable cause of cause traced to component failure was assigned to this investigation.